Event description:
It was reported that a caregiver went to reach for an item that had rolled under the bed and reportedly scratched their arm on something sharp sticking out from underneath the bed. It was reported that they received a bandage and tetanus shot, but that the alleged scratch was mostly superficial and did not require any sutures or stitches. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that a caregiver went to reach for an item that had rolled under the bed and reportedly scratched their arm on something sharp sticking out from underneath the bed. It was reported that they received a bandage and tetanus shot, but that the alleged scratch was mostly superficial and did not require any sutures or stitches. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted to report that the customer did not allege there was any component malfunction, only that a respiratory therapist went to reach for the item and reportedly scratched their arm on something sharp sticking out from underneath the bed. The therapist later received a bandage and a tetanus shot, but the alleged scratch was mostly superficial. The alleged scratch did not require any sutures or stitches. Customer performed evaluation.